Manufacturer narrative:
Of the two samples, one was provided for evaluation, photos were also provided for review. The investigations are both inconclusive for the alleged missing component issue. The root cause could not be determined. The devices were labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the MRI port products that are cleared in the us. The pro code for the MRI port products is identified in d2.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that 0603880c, implantable port, was allegedly missing a component from the kit. This information was received from multiple sources. There was no reported patient contact. One patient was reported as a (B)(6) year old female weighing (B)(6) kgs, the second patient's age, weight, and gender, were not provided.